Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18042. The pt had 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experiences ineffective stimulation due to the progression of his degenerative disease. The pt also experiences discomfort at the ipg site due to swelling. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.